Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Needle removed from device and observed to be broken approx. 86cm from hub of needle during lab evaluation of pr 376715 / MDR ref#(B)(4). Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient just had 1 puncture whereas usually 2. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? No. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.).pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. No information. If not with the device in question, how was the procedure performed and/or finished? To avoid a prolongation of the anesthesia, the gastro made only a puncture. The endoscope was removed from the patient for with forceps removed the handle of the working channel. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? Yes. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Waiting for information. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When removing the needle from the endoscope. Was the syringe used during the procedure, after the stylet was removed? Yes. Was difficulty experienced while retracting the needle? Yes. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Slighty. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? Only 1. Did any section of the device detach inside the patient? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? Yes. If the device is a procore, is the kink located distally at the notch / core trap? No.

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 1 x echo-hd-3-20-c of lot number c1957794 was returned to cirl opened without its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03 nov 2022. Mlla examined and observed to be off centre. Needle removed from device and observed to be broken approx. 86cm from hub of needle. Image review: n/a document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1957794. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-5). Root cause review: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the endoscope being used in a flexed or twisted position during the procedure as indicated in the additional information or excessive force which can be applied when trying to get the needle out of the scope during advancement potentially causing the needle to break distally. As per engineering input, there was a significant distance between the needle break observed and the mlla issue which are separate failure modes. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 03-apr-2023.